Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace her ipg which resolved the issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced, on two occasions, her stimulation turn itself on randomly. The patient was educated on how to use the magnet or programmer to turn the stimulation off so the patient will be unable to feel the stimulation. Follow up information identified surgical intervention may be pending to address this issue.